Event description:
It was reported that a user experienced a temporary loss of continuous glucose data display on the ilet when paired with a dexcom g6 continuous glucose monitor (cgm), after which glucose readings resumed without intervention. No adverse clinical symptoms were reported. Outcomes included no health impact other than transient loss of cgm data on the ilet. User support included education and basic troubleshooting for cgm signal loss. Investigation of this case revealed a transient communication interruption between the cgm and the ilet, consistent with intermittent wireless connectivity loss without hardware malfunction. It was concluded, based on previously established findings for similar reports, that the cause was environmental or situational signal interference.